Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Section other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 8.6 mg/ml; 0.42/ day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the patient developed a non-device related infection. On (B)(6) 2019 the spinal portion of the catheter was explanted to prevent possible spread of infection. The catheter was discarded. The hcp planned to salvage the pump and pump portion of the catheter at a later date. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were unknown. No further complications were reported.